Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed while the reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. X-ray examination found the inner coil was over torqued inside the connector region consistent with procedural damage. After cleaning the helix, the helix could be extended and retracted by applying torque directly to the connector pin. The full helix extension length was measured within specification. The cause of the reported event helix mechanism issue was isolated to the over torqued inner coil and helix being clogged with blood / tissue. Electrical testing found shorting between conductor paths due to the damaged inner insulation at the middle region. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
The patient information should not have been submitted as this is a patient restricted country.

Event description:
It was reported that the patient presented for a dual chamber pacemaker implant procedure. During the procedure, high capture threshold was noted on the right ventricular (rv)lead. While attempting to place the lead at a different location, the physician found that the helix failed to extend. The physician elected to not use the lead and complete the procedure using a new lead. The patient¿s condition was stable.